Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. This issue could not be confirmed, as the device was not received for evaluation. The probable root cause is most likely due to circumstances unrelated to a malfunctioning of the device, possibly related to the dressing method, kit or canister used. In the event there is a blockage at the wound site, as in a clot, the device may not alarm as the dressing may appear sealed to the device, resulting in continued exudate and leakage at the wound site. A definitive root cause could not be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: system did not give any alarm although soft port was full of liquid.